Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, and urinary dysfunction/sacral nerve stim. Patient reported they were calling because they wanted a recommendation for which setting they could use to try and resolve their symptoms. Pt reported that ever since they got their device, it never helped their symptoms, it is not working they are having a lot of difficulty with leakage. Pt said it was supposed to be for urgency and now pt leaks all the time, they are back to getting utis every 3 weeks and when they get an infection they have extra urgency and the misery that goes with it. Pt said they must have gone through 20 different settings but never did find one that was satisfactory. Pt said "different girls" came to guthrie hospital in sayre and each time they would change it. Pt said: "the young girls claim it is because I won't set it high enough but I told them I don't want to walk around with my vagina vibrating". Reviewed stim sensation information. Pt said they think the problem with the utis now, is their bladder is not emptying. Pt asked if interstim has any effect on the em ptying? Reviewed the option to make changes to their setting, track their symptoms and compare their results. Pt said their manufacturer representative last changed them to program d and today pt will try to go back to 7. Pt said 7 was better than this one, had tried 2 other programs, one did not work, this one is worse. Pt said they did not know if they were on 6 or 3 and plan to change to 0.65, back to program 7. Offered to help pt use the equipment to make a change pt did not respond but asked for a suggestion for setting. Reviewed therapy optimization information and recommended keeping a symptom diary to track results. Redirected to their doctor. Pt said they have appointment in november with urologist but did not think the doctor worked with these devices. Their hcp was an hour and a half away and pt wanted to find closer support. Offered and sent listings. Offered and sent email to reps in the area in case they knew of a closer doctor.

Event description:
Additional information was received from the patient. They reported that it is unknown if they experienced urinary retention prior to the device, and stated "only once after." Catheterization was not their 'standard of care' prior to the device. It is unknown if the uti was caused or contributed by the device, and they stated that they had utis previously. The device was intended to treat urge incontinence, excessive leakage, and sometimes (diet) ibs. The patient had utis prior to implant, and this uti is related to their underlying condition. The uti has been somewhat resolved. To resolve the uti, they adjusted implant settings, taking liquid cranberry juice (uti prebiotic/cystex) previously ordered for utis prior to implant. The implant has not been successful for the patient. Manufacturer representative (rep) said the patient won't leave the setting up high enough. They do not plan to walk around with a vibrating vagina. They tried many settings. They will be contacting a new rep soon as the hcp will be moving.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient responded to a previous letter asking the same questions of them as reported in the previous letter follow-up. They reported conflicting information noting that they did not experience urinary retention prior to the device, that it has not worsened as a result of the device/therapy, and that catheterization was not their standard of care prior to having the device. The patient noted that the device/therapy did not cause or contribute to the uti(s).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.